Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. One and half days ago, patient reported that their device stopped working despite increasing stimulation, their fecal incontinence symptoms returned. It was reported that the patient developed significant pain in the right buttock at the implant site. The physician examined the patient on (B)(6), and reported that there wasn't any obvious sign of infection. The pain was described as continuous and worsened with movement, the pain was tender in that area to light touch. There was no report as of now with regards to external or environmental factors. It was reported that the physician turned off the device and prescribed oral analgesics for pain. It was stated that the physician had scheduled the patient to come back for re-examination on (B)(6) 2018. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the patient did present to the clinic and at that time, their pain had resolved. A lead impedance check was performed and was in normal range on all electrodes. Physician asked that the patient be given additional programs. The patient programs were all checked and patient had no complaints of pain.